Event description:
The patient states that "seven catheters in the last box had the tips cut off. The tip is in the package with the next catheter. Patient states she did not use the catheters and no injury occurred."